Manufacturer narrative:
Device failure occured, but did not cause or contribute to a death or serious injury.

Event description:
The patient's vns device was explanted due to battery depletion on (B)(6) 2013. Product analysis of the device confirmed the end of service condition. An open can measurement of the battery voltage determined that the battery was depleted. The supply current 1 ma test did not meet functional specification. This measurement demonstrated an increased current consumption for the device and potentially contributing to a premature end of the battery life. A battery life estimation resulted in 1.63 years remaining before the neos flag would be set. With the capacitor substitution for c6, the pulse generator module performed according to the functional specifications. The most probable root cause for the premature end of service condition was identified to be a leaky c6 component. Root cause for the c6 capacitor¿s increase in leakage current could not be determined.